Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in the or for change out due to normal eri. Externalized conductors were observed via fluoroscopy. Sensing anomaly was noted. The lead was capped.

Manufacturer narrative:
A partial lead of 11.9cm of the proximal connector end including the pins was returned. The damage found was sustained during the surgical procedure. The lead portion was otherwise normal. Without return of the entire lead, a complete evaluation could not be performed.